Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the right side.

Event description:
Healthcare professional reported intracapsular rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Clarification to f1905 in h6: unknown if the replacement has occurred. Additional, changed, and/or corrected data: d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken in the anterior side assessed as surgical damage and missing side assessed as inconclusive. No additional observation no further actions are required as the device was implanted.